Event description:
The customer reported that the system was alarming contributing to a patient injury. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received that serial number (B)(6) was reported to be a typo. The correct serial number is de7580a676. This record was confirmed to be a duplicate of the event reported in 9610816-2023-00682.